Manufacturer narrative:
(B)(4). PMA/510(k) # exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
The international customer reported that, following implantation of the wayne pneumothorax set for a plural effusion, the connection between the catheter tap and the supplied extension tubing disconnected. When the nursing staff noticed the disconnected catheter, it was reattached and the patient assessed. The drain reportedly was left in place, and was reconnected with no apparent harm to the patient. No additional procedures were necessitated by the product problem, and no patient adverse effects occurred as a result of the issue. The complaint device is not available for return and evaluation.

Manufacturer narrative:
Investigation - evaluation: a review of the documentation, instructions for use (IFU), quality control, specifications and trends was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. The lot number of the device is not known; accordingly, a review of the device history record and complaint lot search could not be conducted. The device is shipped with instruction for use (IFU) which notes: 12. The catheter and connected drain lines should be secured to the patient. Excessive tension on catheter connections (e.g., in instances of patient movement where the catheter is connected to a vacuum or drainage collection apparatus) may cause catheter/hub separation or accidental catheter dislodgement. To help prevent this from occurring, it is recommended to do one or both of the following: secure the catheter hub to the patient's skin by placing tape, suture, or a catheter securement device at the location shown in the illustration. Form a strain relief loop in the connecting tube, as shown in the illustration below, and secure the loop to the patient's skin with tape, suture, or catheter securement device. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Event description:
No new event description information to report at this time.